Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and significant reduction of irido-corneas angles associated with excessive vault was noted. The patient also experienced blurred vision and glares/halos the lens was replaced with a shorter length lens (B)(6) 2015 and this resolved the problem. The patient's last bcva was 20/25.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).